Manufacturer narrative:
The 4-port axiem unit was returned to the manufacturer for analysis. The axiem unit was connected to a test system with the ear, nose & throat (ent) application for a multi-day burn-in test. Registration, tracking, and accuracy looked normal on all 4 tool ports. No communication issues were observed during testing. The unit passed the pegboard test for accuracy. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Return requested for 4-port axiem emitter. Replacement 4-port axiem emitter device shipped to site 10/26/2015. No parts have been received by manufacturer for analysis. On 10/26/2015 further analysis by medtronic representatives determined that based on the fact that both the axiem box and the emitter are red status, and the fact that the computer is able to recognize that the patient tracker is plugged in, it appears to be an issue related to the axiem box. On 11/02/2015 a medtronic representative, following-up at the site, reported replacing the axiem box as a precaution, even though he was not able to replicate the intermittent issue. On 11/06/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a procedure, the site was intermittently losing axiem box communication. The axiem box had red status twice during the procedure. The site re-booted the navigation system to re-establish communication, normal function was restored. There was no delay of therapy reported. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.